Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from the support team to reset the malfunction code, and after resetting, the issue did not recur. The customer was advised to continue using the pump and to contact support again if the issue persisted.